Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On 2023-09-25, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.